Event description:
Repair request initiated for device with the report of difficulty with assembly. No patient impact reported. Repair request escalated to product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined difficulty with insertion. The likely cause was identified as detached bearings. It was also noted color band scratched, bearings corroded, laser markings faded, spindle housing is loose, flanged input shaft bearing is corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.